Event description:
It was reported that a PICC catheter was inserted for a patient at the PICC outpatient clinic. The catheterization process proceeded smoothly; however, when the vascular sheath was delivered, the tip of the sheath was found to be cracked and unusable. The nurse opened a new catheter package and reinserted the PICC catheter for the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.